Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereo video (hrsv) monitor. However during system testing, the replacement monitor was found to have gray circles. The fse replaced the hrsv monitor with another one to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received both hrsv monitors involved with this complaint and completed the device evaluations. Failure analysis confirmed the reported issues on both monitors.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the left eye in the surgeons console was black. Prior to calling for support, the staff had tried to power cycle the system and reseat the blue cord with no change. When the staff realized the loss of left eye they were docked to the patient with instruments installed. The staff verified they had left eye on the vision side console (vsc). Tse walked the staff through multiple hard power cycles of the surgeon side console (ssc) with no change. Onsite logs reflect the error 121 pointing to high resolution stereo video (hrsv) backlight alarm on the left ssc monitor. The staff retrieved a second ssc from the another room and connected the console to the system. The system powered up with both ssc eyes and the staff are proceeding with the procedure. The staff requests the fse follow up and resolve the left eye issue in the first ssc. The procedure was converted to another da vinci ssc and there was no reported injury. On 09-jun-2021, intuitive surgical, inc. (Isi) obtained the following information: the issue was discovered as soon as the surgeon sat down at the ssc. The monitor at the vsc looked good so they didn't realize there was an issue until the surgeon sat down.